Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to infection. A revision was performed and the right ventricular (rv) lead was explanted. Additional information indicated that the device was explanted due to pocket erosion. No additional adverse patient effects were reported.